Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). Investigation summary: the unit was received at the service center and evaluated. The reported complaint of button failure was confirmed. The defects were identified and repaired. The following activities were also performed: "micro": preventive replacement of o-rings performed according to service manual defective drill mounting mechanism. Resistance value out of specs: handcontrol set replaced. Defective o-rings replaced. Unit cleaned. Functional test performed. Hipot test completed. Electrical safety completed. Functional test acc. To test procedure completed. Safety test checklist enclosed. The root cause for the defect is tool mount locking and unlocking mechanism and keypad buttons. The device was fully repaired. A review of the device history record indicated that this lot of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that before the anterior cruciate ligament surgical procedure, it was observed that the power button on the micro tornado hp w handcontrol device was not working. According to the report, the issue was not that the device would not power on but the motor. It was reported that it was not a suction issue. There were no delays in the procedure as a spare device was available for use to complete the surgery successfully. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. During in-house engineering evaluation, it was determined that the device had a defective drill mounting mechanism. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.